Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in a robot-assisted esophagectomy procedure on (B)(6) 2025, and ¿during surgery, when using airseal mode, the pressure dropped midway. They stopped and tried to insufflate again, but the pressure did not increase, so they used a different insufflator. I heard that the insufflation was lost, although the speed is unknown. The patient was suspended by the inserted robot arm, and no health damage occurred.¿. The procedure was completed with the use of an unknown alternate device. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence. The asm-evac1 and ias12-100lpi will be listed as concomitant devices. There are no allegations filed against them.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed, and no data was found. (B)(4). Per the instructions for use, the user is advised that < 5 bar/73 psi; if insufflation is started, the warning message ¿change gas bottle!¿ is displayed and acoustic signals (beeps) are emitted. The gas bottle should be changed immediately. If insufflation is stopped, the warning message ¿change gas bottle!¿ is displayed and insufflation cannot be restarted. Smoke evacuation level will switch to low until tank is replaced. While in airseal mode, a countdown of 100 s is displayed during which the empty gas bottle can be changed while maintaining abdominal pressure. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in a robot-assisted esophagectomy procedure on (B)(6) 2025, and ¿during surgery, when using airseal mode, the pressure dropped midway. They stopped and tried to insufflate again, but the pressure did not increase, so they used a different insufflator. I heard that the insufflation was lost, although the speed is unknown. The patient was suspended by the inserted robot arm, and no health damage occurred.¿. The procedure was completed with the use of an unknown alternate device. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence. The asm-evac1 and ias12-100lpi will be listed as concomitant devices. There are no allegations filed against them.